Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse attempted to prime the bf probe and observed fluid being dispensed. Fse also observed the liquid sensor of the bf probe and was functioning correctly. Fse performed another prime and visually saw the wash evacuate before the liquid check could be completed, the waste valve is failing. The fse replaced the bf waste valve and resolved the complaint. Fse repaired and validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 28719207. There were two similar complaints identified during the searched period including this case. The aia-360 operator's manual under section7-1: error messages states the following: (2015) bf probe purge failure description: purging by the bf probe is abnormal. Troubleshooting: clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event was due to the faulty bf waste valve.

Event description:
A customer reported error message ¿2015 bf probe purge failure¿ during the startup and maintenance on the aia-360 analyzer. The technical support specialist (tss) instructed the customer to perform priming, make new wash solution, clean wash sensor lid, but error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for bhcg (beta human chorionic gonadotropin) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.